Manufacturer narrative:
(B)(4). Evaluation results - evaluation for the returned product shows when tested the alarm powered on. The battery contacts have corrosion, which may cause intermittent power. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in damage to the alarm unit. (B)(4).

Event description:
Customer claims that the alarm has no power. The battery door is not missing or damaged. There is no visible damage on the outside of the case customer claims there's visible corrosion located inside the battery compartment. There was no patient incident or injury reported. Evaluation shows that the alarm does power on. The battery contacts have corrosion.